Event description:
Adverse event(s): "myopic refractive surprise" (postoperative refraction, unexpected); "anisometropia" (no code available). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported a patient with a myopic refractive surprise following intraocular lens (iol) implant surgery. He stated that the refractive surprise is causing anisometropia for the patient. The surgeon reported the patient has a history of limbal relaxing incisions (lri) and post-operative cme which resolved. The surgeon stated that he does not know the reason for the surprise and believes the post-op cylinder on mrx is the result of the lri that did not correct. He also stated that the implant surgery was done two years ago, as well as, a yag capsulotomy, by another surgeon. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other similar complaints reported in the lot number. Additional information was requested on 04/24/2010 and 05/13/2010 by phone, fax and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).